Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. A kink was found on the catheter tubing and iner lumen near the y-fitting approximately 74.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Initial reporter occupation: sr. Process transformation specialist. Additional email address - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) failed to open and did not inflate properly. There was no patient harm or adverse event reported.